Event description:
It was reported that the insulin pump alarmed compromised force sensor system during set changed and motor error during prime. Customer's blood glucose was 430 mg/dl. Customer has not taken anything yet for the high blood glucose. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no unexpected motor error alarms or a33 alarms noted during our testing. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The motor was tested outside of the device and passed. The insulin pump has cracked lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.